Event description:
The pt experienced a loss of therapeutic effect while the stimulation was turned on. The led impedance measurements were greater than 4,000 ohms. The company representative confirmed that the pt's physician decided to do a device revision. The pt was fine.